Event description:
Customer contacted beckman coulter inc. (Bci) regarding a reactive hepatitis b antibody (hbsab) result generated by the unicel dxi 800 access immunoassay system for one patient. The patient sample gave a hbsab result of 200miu/ml and a repeat result of 260miu/ml. This did not fit the patient's clinical picture. The patient sample was reanalyzed on two alternate methods and the results were negative. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was serum collected in a sst tube. It is not indicated that service was dispatched for this event. Bci requested customer to send patient's sample for further testing. No sample has been received to date. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.